Event description:
I used poligrip super approx (B) (6) 1995 until (B) (6) 2010. While I was using poligrip, I began experiencing numbness and tingling in my extremities. In (B) (6) 2005, I was diagnosed with neuropathy. Blood tests have been taken. My neuropathy is permanent and requires continued care. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B) (6) 1995 to (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.